Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ("pain") and cyst ("multiple events"). In a 44-year-old female patient who had essure (batch no. B02261), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: small bowel obstruction, prediabetes, carbohydrate antigen 125 increased, endometriosis and cervical dysplasia. Concurrent conditions included: hyperlipidemia and obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced small intestinal obstruction ("gastrointestinal or digestive system, condition: small bowel obstruction (twice)"), 5 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), intermenstrual bleeding (abnormal bleeding ("vaginal"), vaginal bleeding during her cycles), bladder disorder ("bladder problems or changes"), urinary tract infection ("urinary problems or changes"), dysmenorrhoea (dysmenorrhea ("cramping")), bacterial vaginosis ("infection bacterial vaginosis"), vulvovaginal mycotic infection ("vaginal yeast infection"), vulvovaginal candidiasis ("vulvovaginal candidiasis"), ovarian cyst ("ovarian cyst"), abdominal pain upper ("upper stomach, right below belly button. All the way down to my ovaries"), bleeding intermenstrual ("bleeding during cycle"), cyst (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). And was found to have intramural leiomyoma of uterus ("other injuries intramural leiomyoma of uterus") and fibroids ("fibroids"). The patient was treated with surgery (erupted left cyst and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain upper had resolved. And the uterine haemorrhage, intermenstrual bleeding, bladder disorder, urinary tract infection, dysmenorrhoea, small intestinal obstruction, bacterial vaginosis, vulvovaginal mycotic infection, vulvovaginal candidiasis, intramural leiomyoma of uterus, ovarian cyst, bleeding intermenstrual, cyst, fibroids and menorrhagia outcome was unknown. The reporter considered abdominal pain upper, bacterial vaginosis, bladder disorder, cyst, dysmenorrhoea, intermenstrual bleeding, intramural leiomyoma of uterus, menorrhagia, ovarian cyst, pelvic pain, small intestinal obstruction, urinary tract infection, uterine haemorrhage, vulvovaginal candidiasis, vulvovaginal mycotic infection, bleeding intermenstrual and fibroids to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2013. Previously reported essure insertion date provided as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date, do not recall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020, quality safety evaluation of product technical complaint. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and cyst ('multiple events') in a 44-year-old female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included small bowel obstruction on (B)(6) 2018, prediabetes, carbohydrate antigen 125 increased, endometriosis, cervical dysplasia, abdominal pain, leiomyoma nos, ovarian mass and bowel adhesions. Concurrent conditions included hyperlipidemia and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), intermenstrual bleeding ("abnormal bleeding (vaginal), vaginal bleeding during her cycles"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced small intestinal obstruction ("gastrointestinal or digestive system condition ¿ small bowel obstruction (twice)"), 5 years after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("upper stomach right below belly button all the way down to my ovaries"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection ¿ bacterial vaginosis"), vulvovaginal mycotic infection ("vaginal yeast infection") and vulvovaginal candidiasis ("vulvovaginal candidiasis"). In (B)(6) 2017, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: I would release some urine if I sneeze"). In (B)(6) 2018, the patient was found to have intramural leiomyoma of uterus ("other injuries ¿ intramural leiomyoma of uterus") and experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract infection ("urinary problems or changes"), bleeding intermenstrual ("bleeding during cycle") and cyst (seriousness criterion medically significant) and was found to have fibroids ("fibroids"). The patient was treated with surgery (erupted left cyst and total abdominal hysterectomy and bilateral salpingooophorectomy, enterolysis,lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain upper had resolved and the uterine haemorrhage, intermenstrual bleeding, bladder disorder, urinary tract infection, dysmenorrhoea, small intestinal obstruction, bacterial vaginosis, vulvovaginal mycotic infection, vulvovaginal candidiasis, intramural leiomyoma of uterus, ovarian cyst, bleeding intermenstrual, cyst, fibroids, menorrhagia, vaginal haemorrhage and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain upper, bacterial vaginosis, bladder disorder, cyst, dysmenorrhoea, intermenstrual bleeding, intramural leiomyoma of uterus, menorrhagia, ovarian cyst, pelvic pain, small intestinal obstruction, stress urinary incontinence, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal mycotic infection, bleeding intermenstrual and fibroids to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2013. Previously reported essure insertion date provided as (B)(6) 2011. Plaintiff received treatment for abnormal bleeding(vaginal, menorrhagia), abnormal uterine bleeding, intramural leiomyoma of uterus, ovarian cyst diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. The implant was successful. Imaging procedure - on an unknown date: do not recall. Pathology test - on (B)(6) 2018: a/b. Uterus, hysterectomy: - serosal and subserosal endometriosis with fibrous serosal adhesions; - myometrial leiomyomas; - benign secretory endometrium; - unremarkable cervix. Right and left fallopian tubes and ovaries, salpingo-oophorectomy: - status post bilateral medial tubal segmental resection; - bilateral ovarian endometriosis;. Most recent follow-up information incorporated above includes: on 16-apr-2021: medical records received- new reporter, lab data, medical history, removal procedure were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy as a result of complications') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury is replaced with new events: hysterectomy as a result of complications. Patient demographics added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine haemorrhage ('abnormal uterine bleeding'), small intestinal obstruction ('gastrointestinal or digestive system condition ¿ small bowel obstruction (twice)') and cyst ('multiple events') in a 44-year-old female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included small bowel obstruction, prediabetes, carbohydrate antigen 125 increased, endometriosis and cervical dysplasia. Concurrent conditions included hyperlipidemia and obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced small intestinal obstruction (seriousness criterion medically significant), 5 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal bleeding during her cycles"), bladder disorder ("bladder problems or changes"), urinary tract infection ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("infection ¿ bacterial vaginosis"), vulvovaginal mycotic infection ("vaginal yeast infection"), vulvovaginal candidiasis ("vulvovaginal candidiasis"), ovarian cyst ("ovarian cyst"), abdominal pain upper ("upper stomach right below belly button all the way down to my ovaries"), metrorrhagia ("bleeding during cycle"), cyst (seriousness criterion medically significant) and menorrhagia ("menorrhagia") and was found to have intramural leiomyoma of uterus ("other injuries ¿ intramural leiomyoma of uterus") and fibroids ("fibroids"). The patient was treated with surgery (erupted left cyst and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain upper had resolved and the uterine haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract infection, dysmenorrhoea, small intestinal obstruction, bacterial vaginosis, vulvovaginal mycotic infection, vulvovaginal candidiasis, intramural leiomyoma of uterus, ovarian cyst, metrorrhagia, cyst, fibroids and menorrhagia outcome was unknown. The reporter considered abdominal pain upper, bacterial vaginosis, bladder disorder, cyst, dysmenorrhoea, intramural leiomyoma of uterus, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, small intestinal obstruction, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal mycotic infection and fibroids to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2013 and (B)(6) 2013. Previously reported essure insertion date provided as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: do not recall. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events- "vaginal bleeding,bladder disorder, urinary tract infection, dysmenorrhea, small bowel obstruction, bacterial vaginosis, vaginal yeast infection, vulvovaginal candidiasis, intramural leiomyoma of uterus, ovarian cyst, uterine bleeding, upper stomach pain,multiple events, fibroids", reporters,medical history, lot number was added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cyst ('multiple events') in a 44-year-old female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included small bowel obstruction, prediabetes, carbohydrate antigen 125 increased, endometriosis and cervical dysplasia. Concurrent conditions included hyperlipidemia and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), intermenstrual bleeding ("abnormal bleeding (vaginal), vaginal bleeding during her cycles"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced small intestinal obstruction ("gastrointestinal or digestive system condition ¿ small bowel obstruction (twice)"), 5 years after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("upper stomach right below belly button all the way down to my ovaries"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection ¿ bacterial vaginosis"), vulvovaginal mycotic infection ("vaginal yeast infection") and vulvovaginal candidiasis ("vulvovaginal candidiasis"). In (B)(6) 2017, the patient experienced micturition disorder ("bladder or urinary problems or changes: I would release some urine if I sneeze"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract infection ("urinary problems or changes"), ovarian cyst ("ovarian cyst"), bleeding intermenstrual ("bleeding during cycle") and cyst (seriousness criterion medically significant) and was found to have intramural leiomyoma of uterus ("other injuries ¿ intramural leiomyoma of uterus") and fibroids ("fibroids"). The patient was treated with surgery (erupted left cyst and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain upper had resolved and the uterine haemorrhage, intermenstrual bleeding, bladder disorder, urinary tract infection, dysmenorrhoea, small intestinal obstruction, bacterial vaginosis, vulvovaginal mycotic infection, vulvovaginal candidiasis, intramural leiomyoma of uterus, ovarian cyst, bleeding intermenstrual, cyst, fibroids, menorrhagia, vaginal haemorrhage and micturition disorder outcome was unknown. The reporter considered abdominal pain upper, bacterial vaginosis, bladder disorder, cyst, dysmenorrhoea, intermenstrual bleeding, intramural leiomyoma of uterus, menorrhagia, micturition disorder, ovarian cyst, pelvic pain, small intestinal obstruction, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal mycotic infection, bleeding intermenstrual and fibroids to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2013 and (B)(6) 2013. Previously reported essure insertion date provided as (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. The implant was successful. Imaging procedure - on an unknown date: do not recall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: pfs received. New events: abnormal bleeding (vaginal), bladder or urinary problems: I would release some urine if I sneeze were added. Plaintiffs information and lab data added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.